Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The hemostatic valve dislodged could be related to the reported event. A device history record evaluation was performed for the finished device 00002085 number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the bwi product analysis lab identified that the hemostatic valve was dislodged inside of hub component. During the procedure, the medical team stated that the hub on the vizigo sheath was misaligned so they were unable to insert the dilator. When the sheath was replaced, and the issue resolved. No patient consequences were reported. The reported misalignment is not MDR-reportable.